Event description:
It was reported the device was set for a circuit change and just prior to the connection being made the device started squirting blood from the gas outlet port. The device had been primed with stored blood. The device was replaced. Treatment was delayed 10 minutes for the exchange. No reported pt effect. (B)(4).